Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient got poor communication when using the programmer and no longer felt the stimulation. This was first noticed last year but they got frustrated with it. As an action taken prior to the report, the patient read the manual. The patient used the antenna and, when it was confirmed to be securely attached to the programmer and synchronized to the ins, the issue was not resolved. When the programmer without the antenna attached was placed directly over the ins and synchronized, the issue was still not resolved. The patient was redirected to their healthcare professional (hcp) to have the device checked. Follow up information received from the patient on (B)(6) 2019 reported that they notified their urologist and had an appointment on (B)(6) 2019 for further follow up and assessment of the implanted device. They noted that the issues were first notice about 1.5 years ago. The patient sta ted that the circumstances/cause of the poor communication was that the implanted device was not functioning and that other causes were ruled out. Steps taken to resolve the issue was that they attempted to synchronize the programmer to the implanted device without success. The patient noted that the programmer was functioning well. The issue was not resolved and, a after ruling out other causes, it was decided that the battery in the neurostimulator was not functioning. There were no further complications reported or anticipated.